Event description:
On (B)(6) 2011, the pt reported the infusion device does not always beep when the down button is pressed during the quick bolus. During the report both the up and down buttons produced a beep and vibration when pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.